Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter (B)(4). The product analysis laboratory (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a unit under test (uut) won't accept 30 minute therapy settings per rite test method. During a follow up call to the facility, the nurse indicated: this is a report of a USA an (B)(6) male patient expired on (B)(6) 2011 due to cardiac related issues. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, lot number and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the consumer reported the following. Treatment information was not reported. Dianeal therapy was ongoing at the time of death. It was not reported whether an autopsy was performed. Concomitant medications were not reported. The nurse indicated that the death was unrelated to baxter solutions or devices. No further information is available.

Manufacturer narrative:
(B)(4). The device has been received by the baxter product analysis lab (pal). Upon completion of the evaluation a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device was evaluated by the baxter product analysis laboratory (pal). The device passed the homechoice return instrument test and evaluation (rite) electrical test performed by the pal but failed the rite functional test due to the unit under test not accepting the 30 minute therapy setting. The therapy parameters were reset and a 30 minute rite therapy was successfully programmed. The test therapy was performed without difficulties. An additional short test therapy was performed with no difficulties encountered. Review of the returned device logs, which contained data from the most recent therapies performed by the customer, revealed the last 6 therapies performed using the device occurred from (B)(4) 2011 and were successfully continued to completion. Review of the returned device logs revealed no patient drain volumes that met or exceeded the increased intraperitoneal volume (iipv) criteria. Pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the patient passing away or the rite functional test failure. The assignable cause of the rite functional test failure was undetermined.